Event description:
It was reported that the device was used during a urinary organ procedure, a solid tone occurred. Another device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Information was not provided by the affiliate. Evaluation summary: the device was returned in good visual condition. The device was tested and it was verified that the device was nonfunctional. The device was disassembled and it was found that the blade was cracked at the pinhole under the sheath of the device. The identified blade damage may have occurred from external contact during pre-op or general use.